Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post pace. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, elevated sensing integrity counter (sic), and there were shocks received. It was noted that the t-wave oversensing (twos) may be due to an electrolyte imbalance of the patient. It was recommended that the physician wait to evaluate the lead once the patient's electrolyte balance out. No further patient complications have been reported as a result of this event.